Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced nocturnal hypoglycemia while using the ilet for approximately two weeks, including a lowest glucose reading of ¿low¿ (<40 mg/dl) with out-of-range duration of about two hours; the user adjusted the cgm nighttime target after consulting an endocrinologist and treated the event with fast-acting carbohydrate. Symptoms included none reported. Outcomes included self-management without external assistance and no medical intervention or hospitalization. Investigation included complaint intake, troubleshooting, and user education. Investigation of this case revealed no device malfunction reported and an unclear root cause for the hypoglycemia. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.